Event description:
It was reported that during a device changeout procedure, a device check revealed that this right ventricular (rv) lead had triggered a lead safety switch due to high out-of-range pace impedance measurements 2,500 ohms in (B)(6) 2021. Out-of-range pace impedance measurements were observed in both bipolar and unipolar. Patient was pacing less than 1%, and there was still rv capture. Rv threshold was 2.8vat 0.4ms, and r-waves were 10mv. The new device was programmed to aai. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.